Manufacturer narrative:
Batch review performed on 09 november 2018. Lot 180322: (B)(4) items manufactured and released on 22 may 2018. Expiration date: 2023-05-10 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: liner cc e cc light flat pe hc liner ø 28 / c reference 01.26.2839hct (lzo). Lot 177500: (B)(4) items manufactured and released on 13 march 2018 . Expiration date: 2023-02-27 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on november 09, 2018. Revision occurred 1 month after total hip arthroplasty due to luxation in a (B)(6) woman. This event may be due to a traumatic event but no information that can confirm this hypothesis was reported. The cause of this failure cannot be determined, but there is no reason to suspect a faulty implant.

Event description:
Revision surgery performed, 1 month after primary surgery, due to hip luxation. Luxation from the head to the liner.